Event description:
The type of procedure being performed was a posterior cervical fusion with instrumentation. The pt was in the prone position. During case pins slipped on right side causing a three inch scalp laceration on right side of head.